Event description:
User was concerned that unit may have underfilled final container on the basis that the solution was not colored yellow as she expected it to be from the addition of mvi. She stated that the station 4 volume delivered display indicated that the mvi was delivered and the complete led came on at the end of the cycle without alarms. The user was advised not to use the unit, which was swapped out. No patient involvement.